Event description:
Related manufacturer reference numbers: 2017865-2022-11485. It was reported that the patient presented in clinic for initial implant procedure. During defibrillation threshold testing, it was unclear whether that the implantable cardioverter defibrillator (ICD) have converted rhythm or not. ICD device settings were tweaked to resolve the issue. Post procedure, it was found via fluoroscopy that the atrial lead had dislodged possibly due to ablation during the implant procedure. The atrial lead was repositioned. Patient condition was stable throughout.